Event description:
The customer reported multiple things popping up on the system. There was a charger failure error, touch screen loosing sensitivity, film jams a lot, and they were intermittently getting a black screen. This started about a month ago and is getting worse.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep recalibrated the touch screen, then reseated the pcb's in the work station and generator. He replaced the coin battery on the x-ray controller and also replaced the battery pack in the generator. The unit operates as intended.